Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted on the device during a coughing spell. No anomalies were noted. No changes were made. The patient is stable and will be followed normally.